Event description:
It was reported that during surgical procedure at the user facility, the sonopet 110v console irrigation was not working. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Evaluation in progress.

Manufacturer narrative:
During evaluation no problems were found with the device. The customer elected to trade in the device for a new console; the device in this complaint passed all quality testing before it was returned to stryker stock.

Event description:
It was reported that during surgical procedure at the user facility the sonopet 110v console irrigation was not working. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.